Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an alliance syringe was used during a procedure performed on (B)(6) 2012. According to the complaint, during preparation, it was reported that the gauge was not working at all and that it was not reading accurately. It was reported that there was no other issue with the syringe. Another alliance syringe was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found no visual issue of defects. Through functional testing the syringe assembly was pressurized with 35ml of sterile water for 30 seconds, and it was noted that there was no movement of the gauge. The complaint was confirmed. It is probable that the event was caused by handling of the device without patient contact either during the clinical procedure or unpacking/preparation. It is also probable that the device was mishandled during storage of the device in the hospital or during preparation of the device during the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. Therefore, the most probable cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an alliance syringe was used during a procedure performed on (B)(6) 2012. According to the complaint, during preparation, it was reported that the gauge was not working at all and that it was not reading accurately. It was reported that there wa no other issue with the syringe. Another alliance syringe was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4) for the reported event of gauge reading inaccurately. Although, the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.